Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the endotrach tube cuff was torn. Customer indicated the issue was found prior to patient use.